Manufacturer narrative:
Investigation: one photo and one actual sample with open packaging was received for evaluation by our quality team. Upon visual inspection of the sample, it was observed that the needle pierced through the catheter; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined as the sample was received in an open package and the needle piercing the catheter may have occurred during the product application when the product was manipulated.

Event description:
It was reported that the catheter tip was damaged with a bd insyte¿ bl 22ga x 1.0in. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the tip of the cannula peelback and stick to the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter tip was damaged with a bd insyte¿ bl 22ga x 1.0in. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the tip of the cannula peelback and stick to the needle.